Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the no delivery alarm was resolved. The customer performed displacement test and the insulin pump failed. The customer stated that the insulin pump alarmed no delivery during displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a corroded battery tube however, the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms, displacement anomalies or unexpected no delivery alarms noted. The insulin pump had minor scratches on the lcd window and received missing the end cap sticker.